Event description:
It was reported by the provider that the end user fell due to both front caster having broken spokes. The end user didn't complain of injuries but the forks are bent due to the fall. No additional information provided.